Event description:
It seems an oxygen regulator has experienced an ignition (fire) that was well contained within the regulator. The alleged ignition occurred during an equipment check at the start of a shift. As it had no patient impact and it was an issue discovered during checking and there were no operator injuries.

Manufacturer narrative:
Still awaiting product return for investigation. We only received a picture with of the oxygen regulator that was involved in the incident.